Event description:
Patient was admitted for revision of left hip, secondary to pain and instability, from broken components. During surgery, it was discovered that pin was broken. Doctor told pt that it was design defect.